Event description:
It was reported to philips that the device's touchscreen is not operating, and would not shutdown. The device was not being used on a patient at the time of the event. There was no patient or user harm reported.

Manufacturer narrative:
G5: 510k: k102985. B4: 08jul2021. An authorized service personnel (asp) was dispatched to the customer site. When the asp got to the site, he was told that the device had already been fixed. When the asp inquired about the device and since was on site he offered to examine the device and was told the device was in use and not available. The asp asked who fixed the device and the initial reporter responded that they didn't know. The asp asked if the removed parts were available and initial reporter stated he was not sure what was removed and nothing was available. No further information was provided.